Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from our implant patient registry.

Manufacturer narrative:
The reported defect was confirmed. The catheter would not pass in-vitro calibration testing. The optic connector was opened and the fibers examined. Light leakage was observed from one fiber where it enters the connector. The leakage appears to be due to lack of fiber coating. There is redundancy of the fibers inside the optic connector, and therefore when the catheter is stretched (inside patient) the fibers can move within the connector. The details of usage are unknown. It is unclear if the clinician experienced any difficulties during insertion of the catheter that could have contributed to the reported event. A one year review of complaints shows no other complaints of this nature; this appears to be an isolated incident. All presep catheters are 100% tested for in-vitro calibration during the manufacturing process.

Event description:
It was reported that "scvo2 values remained at 39%. Recalibration was tried and cable was replaced, but the problem was not solved. The values did not seem to be proper in view of the patient condition, and the catheter was removed. There were no patient complications reported.